Manufacturer narrative:
An intubated patient underwent endoscopic treatment of a gastric ulcer. The treatment was done by means of an otsc clip and was successful in terms of closure of the ulcerative bleeding site. It was confirmed that passage through the esophagus was difficult, and that tearing of the esophagus was observed as the scope, with otsc mounted, was being advanced. The advancement of the scope was continued to treat the gastric bleeding. The esophageal tear was closed with the use of through the scop clips, but the patient eventually passed away later that evening. The cause of death was deemed to be cardiac arrest.

Event description:
An intubated patient underwent endoscopic treatment of a gastric ulcer. The treatment was done by means of an otsc clip and was successful in terms of closure of the ulcerative bleeding site. It was confirmed that passage through the esophagus was difficult, and that tearing of the esophagus was observed as the scope, with otsc mounted, was being advanced. The advancement of the scope was continued to treat the gastric bleeding. The esophageal tear was closed with the use of through the scop clips, but the patient eventually passed away later that evening. The cause of death was deemed to be cardiac arrest.